Event description:
It was reported that when trying to use the handheld today the cord had to be held a certain way to get the handheld to work. It was reported that it did work, but that a new programming computer was requested. It was reported that holding the cord in a certain position takes too much time and is difficult. A new programming tablet was provided to the site. The handheld was returned to device manufacturer for analysis. Analysis of the handheld was completed on (B)(6) 2013. No anomalies associated with the power adapter were identified during the analysis. During the analysis it was identified that the handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Analysis of the flashcard was completed on (B)(6) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not contribute to a death or serious injury.